Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep provided a loaner to the customer and returning customer's unit to company repair center for further eval.